Manufacturer narrative:
Visual inspection of the lens showed a piece of the optic was torn out and is missing as well as another tear in the optic. No conclusion can be drawn. The root cause of this event cannot be determined as the injector and cartridge used in this case was not returned for evaluation.

Event description:
The facility had indicated that the lens model aq2010v became damaged by the injector that was used, but the damage was not noted until the surgeon implanted the lens. The surgeon removed the lens without injury to the patient. The facility states that a model aq cartridge fp was used, however, the lot number was not specified by the facility. The injector model and lot number were also specified.